Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that the pt received inappropriate therapy as the device oversensed the t-wave due to small right ventricular amplitude signals while the pt was exercising. An increase in shock impedance to 148 ohms was also observed. Boston scientific technical services (ts) was consulted and discussed a possible change in weight could affect the morphology and shock impedance. The reported weight within the report is from implant and the patient's current weight is unk. The pt will continue to be monitored. No adverse pt effects were reported.